Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 07-feb-2023. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received five 24gx0.56in insyte autoguard devices from lot number 2146291. A gross visual inspection shows that all the units were sealed in packaging with no apparent physical damage. A functional test of the safety mechanism revealed that the needle on each device successfully retracted when the button was pressed. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported that 30 of the bd insyte-n¿ autoguard¿ shielded IV catheter needle would not retract. The following information was provided by the initial reporter: faulty release buttons on angiocath.

Event description:
It was reported that 30 of the bd insyte-n¿ autoguard¿ shielded IV catheter needle would not retract. The following information was provided by the initial reporter: faulty release buttons on angiocath.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.